Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a creo threaded screw that was found broken post operatively. This event occurred in japan.